Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets/lancing devices are not 510(k) cleared. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) hospital unit manager stated two nurses accidentally stuck themselves with patients' used microlet lancets when trying to remove them from the microlet 2 devices. One incident happened in (B)(6) 2014. The nurse from the most recent incident took precautionary measures for possible contamination. The advocate did not recall specific information from the first nurse's incident. The patients took their devices with them when they were discharged. Product was not expected to be returned.